Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic lung lesion removal procedure. The stapling device was being applied to the pulmonary artery. The stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. In order to resolve the issue and complete the case, replaced the devices. There was no patient harm. The patient outcome has no injury.